Manufacturer narrative:
On 11/27/2019, mentor became aware that previously submitted manufacturer report numbers 1645337-2018-04547 were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number. Additional information was received from the duplicate report: patient experienced bilateral seroma and underwent a drainage on (B)(6) 2018. Patient race was identified as caucasian. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received with clear gel. White material was observed within the device and no foreign material was observed on the shell surface. During evaluation the device appeared intact. No anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with saline mentor smooth round moderate plus profile 400cc breast implants and experienced bilateral capsular contracture baker grade iii. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 500cc, catalog number 3505004bc, lot number 7620343, serial number (B)(4) and (B)(6) on (B)(6) 2019. This report is for the right side.